Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was high (441 mg/dl). After the alarm, the customer would change the infusion set site or change all of the pump supplies and deliver a correction bolus to address the bg level. The customer had not observed any damage to the cannulas. A cause for the past occlusions could not be determined and as the customer had changed the pump supplies prior to contacting tandem customer technical support (cts), troubleshooting to determine a possible cause of the occlusion could not be performed. Reportedly, the customer had been using apidra insulin in the pump. Cts informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.